Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases found no other reports against the provided product/lot code combinations. Medical records were reviewed. With the information provided it can not determined if the event was related to the depuy devices. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Pfs and medical records received. This complaint is legal. The patient was revised for pain, instability, dislocations, subluxations, elevated ion levels (no labs provided), metal debris with adverse tissue reaction, and corrosion. The metal had eroded some of the femur. The stem has already been reported on (B)(4). It should be noted that the liner that was removed during this revision was poly. Examination of the reported devices was not possible as they were not returned. A search against the provided product and lot code combinations identified no other reports against the poly liner but others against the femoral head. Medical records were reviewed. The investigation can draw no conclusions with the information made available. No product problem has been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. This complaint is legal. The patient was revised on (B)(6) 2014 for dislocation, pain, instability, osteolysis, metallosis, fluid collection, and damage to insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/25/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, discomfort and dislocation. Medical records and revision surgical report noted instability, dislocation, soft tissue loss of anterior aspect of abductors and gluteus minimus, dark fluid, locking ring disengaged from plastic liner with polyethylene damage, osteolysis, diffuse metallosis, large fluid collection, scratching at base of femoral neck. Femoral stem not added, it has been previously reported on (B)(4). Part/lot updated. The complaint was updated on: dec 14, 2014.